Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse had trouble removing the needle from a bd intima ii¿ IV catheter after the puncture. No injury or medical intervention.

Manufacturer narrative:
Actual sample was returned for evaluation. Returned material showed the reported defect. DHR reported no related abnormal record of defect. Bd was able to duplicate or confirm the customer¿s indicated failure mode. After confirming the defective sample, the paddle hub cannot rotate due to the residual ipa between the paddle hub and the catheter adapter. Because the second blow station of zone five is screw fixed, the blowing mouth alignment was not good and cannot blow off residual isopropanol after isopropanol is dry. This will lead to the paddle hub unable to rotate.